Event description:
It was reported that a 31-year-old caucasian female who underwent an unspecified breast augmentation with a mentor memorygel, 340cc silicone breast implant experienced right-sided capsular contracture grade unknown, and rupture, postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: left/ cat#:3505535bc, 9726727-012, right/ cat#:3505535bc, sn#:(B)(4) on (B)(6), 2022.

Manufacturer narrative:
Suspect device received on september 07 2022. Device evaluation completed on september 11 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 340cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture, cap con unknown grade mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on october 03 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 340cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.2 cm. The gel bleed reported could be caused by the rupture found. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 19, 2022 indicated that the patient experienced right sided gel bleed, and left sided implant side calcification. Right side did not rupture. Manufacturer¿s reference number: (B)(4).